Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the transducer fault alarm occurred. The customer reported the events log showed transducer fault twice. The customer reported the exhalation dp transducer calibration failed testing. The issue occurred during patient-use, the customer reported the patient was placed on another ventilator. The customer determined the most likely cause of reported event is the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.